Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported by that the doctor fired 2x devices reloads (same lot) on the spleen near the pancreas and the surgeon claims that a coiled wire/spring and small hair-like strings deployed with the staples or came from the reload cartridge and were subsequently woven/ ensnared into the staple line. The surgeon assumed that it was a reinforced (buttress) reload for bariatrics, but later realized that it was not. The surgeon was able to clip away parts of the foreign object that was not trapped by the closed staples, but some of the foreign objects still remain inside the patient. The surgeon says that the staple line held despite the foreign objects. The surgeon did not mention any adverse impact to the patient. The procedure was completed successfully.